Manufacturer narrative:
Updated. Refer to the attached manual.

Event description:
Reportedly, during a follow-up, the pacemaker was interrogated and confirmed to be operating at 70min-1 in vvi mode. Telemetry error occurred when the operator attempted to reprogram settings. With this behavior, the pacemaker was confirmed to be inoperable with the programmer. The same behavior was observed with three different programmers. When the programming head was put on the pacemaker, the green lamp blinked. On ECG, pacing spikes were intermittently absent although they were basically observed at the intervals corresponding to 70min-1. Due to the above issues, an urgent replacement procedure was performed later on the day and the pacemaker was successfully replaced. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Narrative corrected: 'refer to the attached report.' Instead of 'refer to the attached manual.

Event description:
Reportedly, during a follow-up, the pacemaker was interrogated and confirmed to be operating at 70min-1 in vvi mode. Telemetry error occurred when the operator attempted to reprogram settings. With this behavior, the pacemaker was confirmed to be inoperable with the programmer. The same behavior was observed with three different programmers. When the programming head was put on the pacemaker, the green lamp blinked. On ECG, pacing spikes were intermittently absent although they were basically observed at the intervals corresponding to 70min-1. Due to the above issues, an urgent replacement procedure was performed later on the day and the pacemaker was successfully replaced. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, during a follow-up, the pacemaker was interrogated confirmed to be operating at 70min-1 in vvi mode. Telemetry error occurred when the operator attempted to reprogram settings. With this behavior, the pacemaker was confirmed to be inoperable with the programmer. The same behavior was observed with three different programmers. When the programmer wand was put on the pacemaker, the green lamp blinked. On ECG, pacing spikes were intermittently absent although they were basically observed at the intervals corresponding to 70min-1. Due to the above issues, an urgent replacement procedure was performed later on the day and the pacemaker was successfully replaced. The subject pacemaker will be returned for analysis.